Manufacturer narrative:
1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-09824. It was reported the patient experienced pain at the ipg and lead site regardless if stimulation was turned on or off. As a result, the patient may be awaiting surgical intervention.